Event description:
An olympus representative reported that the endoeye flex deflectable videoscope had a tip air leak. During inspection and evaluation, the objective lens adhesive was peeling. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, adhesive on bending section has a chip, video connector is deformed, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, and bending angle in up direction does not meet the specifications. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. DHR of the subject device was reviewed and it was confirmed that the device was shipped in accordance with specifications. Although non-conformity was recognized for the subject device in manufacturing, it was shipped in accordance with specifications. Therefore, there is no influence of non-conformity. A definitive root cause for this issue was not established. However, it is probable that the defective event was caused by stress of repeated use, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities, carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities, inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities, inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears, wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean. Olympus will continue to monitor field performance for this device.